Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported by the patient for the bent and slight bow cannula within few hours of use. 2 infusion set was affected. Patient also report bleeding at site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01544- device 1 of 2.